Manufacturer narrative:
Device code (B)(4)= leaflet motion restricted. Additional manufacturer narrative: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Technique related factors such as suture looping, where the surgeon inadvertently loops a suture over one of the commissural posts, may restrict leaflet motion. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. In this case, the root cause of this event cannot be conclusively determined with the available information. The subject device has not been returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that this 29mm pericardial mitral valve was explanted after an implant duration of 12 days due to incorrect valve opening leading to an increase trans-valvular gradient. The valve was implanted in the context of an emergency surgery due to a post-infarction rupture of papillary muscle. During the immediate post-operative period, a lack of leaflet opening was observed with increasing trans-valvular high gradients despite anticoagulation treatment. This made it necessary to re-operate the patient to replace the prosthesis.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of "thrombosis leading to leaflet immobility and stenosis" was confirmed. Moderate thrombotic-like material was observed on both aspects of the leaflets, and encroached onto the tissue at the greatest distance of 11mm on leaflet 1 at the outflow aspect and 8mm on leaflet 3 at the inflow aspect. The material restricted the leaflets mobility which led to stenosis. Subvalvular apparatus was observed on the sewing ring near leaflet 1 at the outflow aspect. Leaflet 2 had a 4mm cut on the cusp region; the cut had a smooth and even edge. Serrated markings were observed on the thrombotic material in close proximity to the cut. X-ray demonstrated the wireform to be intact. The valve appeared in the same condition as in picture provided by the customer. An observational evaluation was performed. As received fibrin-like thrombotic material was noted on both outflow (ventricular) and inflow (atrial) side of the valve. The larger piece of thrombotic material attached to the outflow surface of leaflet 3 near commissure 1 was measured approximately 8 x 10 mm in the largest dimension. The thrombotic material on the outflow surface of leaflet 1 was slightly thinner and covered most of the leaflet surface. ¿rod-shaped¿ fibrous tissue attached to outflow sewing ring of leaflet 1 segment is consistent with that of preserved native mitral chordae. The thrombotic material on the surface of leaflet 2 is minor. Moderate thrombotic material was also noted on the inflow surface of leaflet 3 and the commissural area between leaflets 2 and 3. Same thrombotic material was noted on leaflets 1 and 2 that mostly located near the valve frame from inflow view perspective. Most of sewing ring covering cloth was disrupted that is presumably related to the valve explantation. Most of implanting suture knots were still on the sewing from inflow perspective. There is a small transmural cut on the cusp of leaflet 2 near commissure 3 that is presumably related to the valve explantation. Although no functional testing was performed, the thrombosis observed on the valve leaflets appears to be severe enough to contribute to the malfunction of the valve in vivo. Since available clinical information is limited, the root cause for the thrombosis observed on this particular explanted valve could not be determined with great certainty. However, the valve thrombosis appears to be attributable to the usage of ECMO (extracorporeal membrane oxygenation) during the implantation of the valve. It has been reported that the usage of ECMO can increase the risk of thrombosis for the implanted bioprosthetic heart valves.

Event description:
Edwards received notification that this 29mm valve was explanted after an implant duration of twelve (12) days due valve thrombosis leading to leaflet immobility and stenosis. The patient arrived to the hospital with femoral extracorporeal life support (ECMO). The valve was implanted in the context of an emergency surgery due to a post-infarction rupture of papillary muscle, acute pulmonar edema and cardiogenic shock. On pod+6, it was attempted to removed the patient from ECMO unsuccessfully. It was observed stenosis of the mitral valve with hypokynesy of the septal leaflet with thrombus. There were incresing trans-valvular high gradients (from 9/10 mmhg to 20 mmhg mean values) despite anticoagulation treatment (heparine 12000u/24h then 6000u). This made necessary to change the prosthesis. On pod+12, a 29mm valve was successfully implanted in replacement. At explant, the valve showed a thrombus on one leaflet. The patient left the op room with femoral extracorporeal life support and iabp (intra-aortic balloon pump). The patient had a stroke after the redo surgery while still having the ECMO. Patient was discharged for a rehabitation hospital with some sequelae recovering slowly. This female patient was (B)(6) at the time of this implant. During implant surgery, the patient received 5 rbc units and 4 pfc (platelets). Posterior mitral leaflet sparing technique was used.